Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. There were no alarms during the machine testing of the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that the connection of the supply line was not properly connected to the supply bag and there was a little leak (moisture all around the bag port) that led to this alarm. Renal technical services recommended the patient use manual supplies and advised the patient to contact their pd nurse about the incomplete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.